Event description:
It was reported that the customer experienced low blood glucose readings. Customer's blood glucose readings at the time of the call were 40 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer reported numbness on their hands and had taken juice. Customer stated that they went to the doctor's office where they were treated with sugar tabs. Customer's blood glucose readings had risen to 145 mg/dl. It was also noted that the customer did not know that he can put the basal on suspend. Customer also inquired about the scroll wrap feature. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.